Event description:
It was reported that deflation issue occurred. The target lesion was located in the ostium of the left anterior descending artery. A 24 x 3.50mm taxus liberté drug eluting stent was selected to treat the lesion. When the physician tried to deploy the stent it was noted that the device did not inflate from the middle of the device. When the physician attempted to remove the device, it was noted that the balloon did not deflate. An unspecified intervention was performed by the physician to remove the stent. The procedure was complated with a different device. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).